Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise were observed during in-office lead impedance testing. Lead impedance was noted to be stable with no short ventricular intervals or high rate episodes noted. It may have been due to a sub-threshold pulse during testing. No action was taken and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.